Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per follow up information received via phone on 13may2025, spoke with them who stated this device had been received from a nurse with a note stating error. They had no patient or unit information. Per troubleshooting, they ran a verification check on the device and it passed without issue. There were no repairs completed for the alarm 47. Tech support informed, that the nurses will just need to reboot the device if this occurs. The device was not returned. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. No additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were asking what an alert 47 (control panel communication the control panel is not communicating with the system) means in an arctic sun device, because they saw it in the event log. Per follow up information received via phone on 13may2025, spoke with them who stated this device had been received from a nurse with a note stating error. They had no patient or unit information. Per troubleshooting, they ran a verification check on the device and it passed without issue. There were no repairs completed for the alarm 47. Tech support informed, that the nurses will just need to reboot the device if this occurs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were asking what an alert 47 (control panel communication the control panel is not communicating with the system) means in an arctic sun device, because they saw it in the event log.